Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a red light on the bottom of their remote. The patient had an in-office visit to get their electrodes check and an x-ray or potential revision is the next course of action. A revision procedure was scheduled for (B)(6) 2025; however, it has not been confirmed if the revision occurred. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a red light on the bottom of their remote. The patient had an in-office visit to get their electrodes check and an x-ray or potential revision was the next course of action. A revision procedure occurred and the patient is doing well. The patient is working well with the settings and the representative. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a red light on the bottom of their remote. The patient had an in-office visit to get their electrodes check and an x-ray or potential revision was the next course of action. A revision procedure occurred and the patient is doing well. The patient is working well with the settings and the representative. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a red light on the bottom of their remote. The patient had an in-office visit to get their electrodes check and an x-ray or potential revision was the next course of action. A revision procedure occurred and the patient is doing well. The patient is working well with the settings and the representative. There were no patient complications reported.